Manufacturer narrative:
The product was not returned for evaluation. The user reported the cannula was not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are also unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide: model: 18320,  18296-eng-aw rev b 06/18.  Changing your pod:   chapter 3 / page 49.  Warnings:  check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged.  Blood glucose readings:  chapter 4 / page 56.  Warnings:  blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 320 mg/dl while wearing the pod between 24 and 36 hours. Patient was changing clothes due to leaking pod and realized the adhesive was loosening. Due to elevated bg levels, patient discovered the cannula had not inserted in the infusion site (abdomen); the cannula was also found bent upon removal. As treatment, a new pod was applied.

Manufacturer narrative:
The device was return deployed, but the formed needle did not fully retract. The cannula was found to be bent at the tip of the exposed formed needle. Additionally, a tear was found at the same location. Fluid was not able to pass through the complete fluid path and leaked through the tear. Upon opening the device, the linkage assembly moved back to the fully retracted position. Score marks were observed on the underside of the top housing indicating interference occurred between the linkage and the housing. This prevented the needle and cannula from deploying properly. Inspection of the adhesive pad and adhesive welds found no abnormalities that would indicate a failure to adhere. The cause of the adhesive failure could not be determined. The tip of the formed needle was observed to be bent, but the timing and cause of the damage cannot be determined. It cannot be determined if this finding contributed to the tear in the cannula or failure of the formed needle to retract. Correction was made to h6 device codes based on initial case description